Event description:
During procedure, pivot support broke and almost landed on the pt. Doctor caught light and prevented injury to pt. Doctor's office receptionist called for more info regarding the safely alert. No injuries occurred.